Event description:
(B)(6) 2018 we received a report that the pt returned to surgery on (B)(6) 2017 to replace the sorin microflow bioprosthetic valve that was implanted (B)(6) 2015 due to aortic stenosis.